Event description:
It was reported that the patient presented in the clinic for follow up. It was noted that the implanted pacemaker was in back up operation mode. Programming changes were made. The patient was in stable condition.

Event description:
New information received notes that the device was explanted and replaced on (B)(6) 2025.

Manufacturer narrative:
The reported event of device in backup mode was confirmed. The device was received in backup mode, consistent with a power on reset (por) event that occurred in the field. Final analysis found the device image was severely corrupted, and no data was available to confirm the date and the cause of the power on reset. No further anomalies were able to be identified.